Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator received an alert indicating possible high voltage circuit damage. It was also discovered that the patient had received two inappropriate shocks on the same date. The cause was attributed to electromagnetic interference (emi) from electrocautery used during an unrelated procedure. Device functionality was deemed normal. There were no patient consequences.